Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient has had trouble ever since the device was put in. The patient thought the hcp hit a nerve when putting it in stating that the patient can now be still, laying down in bed and all of a sudden he gets a woody and comes all over himself before he can get to the bathroom. The ins moves in the patient's back and the patient has no energy and said prior to implant he had plenty of energy. The patient was directed to follow up with their hcp. No further complications were reported.